Manufacturer narrative:
(B)(4).

Event description:
During the cuff inflation test the tracheal cuff leaked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no difficulties inflating/deflating the cuff and the cuff held air throughout the duration of the leak tests. The probable cause was isolated to the inflation device (stylet) remaining in the valve during testing, permitting the cuff to deflate. There was no defect confirmed. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.